Event description:
It was reported the patient underwent a trial procedure on (B)(6) 2015. Postoperatively, the patient did not receive effective pain coverage. An x-ray was taken and showed the trial lead had migrated. As a result, the trial lead was explanted and replaced on the same day. Effective stimulation was obtained.

Manufacturer narrative:
Inadvertently omitted "expiration date" and "device manufacture date" from the initial report. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.